Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the item has been updated from tsvm6b10 to tsv6b10 in this event. The following sections are being reported: g4: additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
Upon follow up, the customer confirmed the item number.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. . Zimvie received one tapered screw vent implant (tsv6b10). Visual evaluation of the as returned product identified fracture around the collar. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsv6b10 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Lot number unknown / not provided. PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #19 was removed due to a fracture.